Event description:
It was reported that the patient received a durom us acetabular component 54/48 n, alloclassic sl stem (B)(6) 2014, metasul large diameter head 46/l and head adapter s/-4; 12/14-18/20, left side, on (B)(6) 2007. Due to pain and elevated cocr level in the blood, the patient underwent revision surgery on (B)(6) 2014. All implanted devices were removed.

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, and other source documents for review. The lot numbers were received for the devices, the device history records were reviewed and found to be conforming. While a cause for this specific clinical event cannot be ascertained from the information provided, the common clinical presentation and the date of the original implantation suggest that this case is related to the issues for which zimmer implemented a correction in july 2008 as referenced above. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be filed. The need for further corrective measures is not indicated at this time. (B)(4).